Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product that was implanted is unknown.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. It was indicated that the level of incontinence was worse after the unknown sling was implanted. On (B)(6) 2014 the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.